Event description:
It was reported that the patient was never able to inflate the inflatable penile prosthesis (ipp) leading to a revision surgery. Upon explant, fluid loss was noted due to a pinhole in the right cylinder. There were no patient complications.

Event description:
It was reported that the patient was never able to inflate the inflatable penile prosthesis (ipp) leading to a revision surgery. Upon explant, fluid loss was noted due to a pinhole in the right cylinder. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. A leak was identified in the distal end of the first cylinder; however, this was result of sharp instrument damage consistent with explant. Broken fabric was also seen in this component. The second cylinder had a hole in the outer tube closes to the proximal end of the body. This hole was also consistent with sharp instrument damage likely occurring during explant. There were no anomalies in the inner tube of the second cylinder; therefore, the component passed the leak test within specification. Based on the information available and analysis results, the identified anomalies were consistent with damage occurring during explant and were considered secondary experiences. The reported allegations of inflation issues, fluid loss and a hole were not confirmed.